Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up # 1 date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/21/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. There was also visible moisture corrosion observed in the battery compartment. The pump was opened and there was no moisture damage found. During testing, the pump was unable to power up and some steps failed and some steps could not be performed due to the pump having no power. Unrelated to the initial complaint, it was observed that the audio bolus button was damaged and the investigation was unable to test the button¿s response from user input due to the pump having no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 12/12/2016 ¿ correction to serial #.